Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the imaging system was left on and not charging for 24 minutes. After the system shutdown due to critical voltage it was turned on and tried to be used. During boot up system unexpectedly shut down again. Pendant displaying system booting please wait. Image acquisition system (ias) computer boots with config file corrupt message. The config files were corrupted. Reloading the config files resolved the issue. Representative reviewed best practices with site. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the battery level on the imaging system was dropping very quickly when performing a imaging spin. The site had to reboot the system multiple times to complete imaging spins. There was no patient present at the time of the issue.